Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of an exacerbation of congestive heart failure (chf). It is well established cardiovascular disease creates a complicated course for end-stage renal disease patients on renal replacement therapy. The patient¿s abdominal pain experienced during a pd treatment can be attributed to the patient¿s chf exacerbation as reported by a medical professional. It is well known abdominal pain is an early indicator of chf exacerbation. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, this 57-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced excruciating abdominal pain while doing their [pd] treatment. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 due to an exacerbation of preexisting congestive heart failure (chf). The patient experienced fluid overload and pulmonary edema as a result of the chf exacerbation during a ccpd treatment on the liberty select cycler on the same day. The patient¿s abdominal pain was attributed to the chf exacerbation as their heart failure is worsening and causing the patient to retain fluid in their upper abdomen. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s exacerbation of preexisting chf, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Event description:
On 9/sep/2022, during a follow up, this 57-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they experienced excruciating abdominal pain while doing their [pd] treatment. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 due to an exacerbation of preexisting congestive heart failure (chf). The patient experienced fluid overload and pulmonary edema as a result of the chf exacerbation during a ccpd treatment on the liberty select cycler on the same day. The patient¿s abdominal pain was attributed to the chf exacerbation as their heart failure is worsening and causing the patient to retain fluid in their upper abdomen. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s exacerbation of preexisting chf, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the adverse event of an exacerbation of congestive heart failure (chf). It is well established cardiovascular disease creates a complicated course for end-stage renal disease patients on renal replacement therapy. The patient¿s abdominal pain experienced during a pd treatment can be attributed to the patient¿s chf exacerbation as reported by a medical professional. It is well known abdominal pain is an early indicator of chf exacerbation. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.